Event description:
During a follow-up, it was noted that the device entered backup mode and the egms did not display while the device was in backup mode. The device was explanted and replaced as it was near normal elective replacement indicator (eri) and the patient was stable.

Manufacturer narrative:
The device was received in bvvi mode and an alert for charge timeout was seen. The cause of the charge timeout was found to be excessive charging. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested and revealed a charge timeout. The cause of the capacitor charge time out is consistent with low battery voltage. The cause of bvvi operation is consistent with a firmware anomaly involving an integrated circuit.

Event description:
During a follow-up, it was noted that the device entered backup mode, there was a charge time out, and the egms did not display while the device was in backup mode. It was indicated therapy had been delivered many times. The device was explanted and replaced as it was near normal elective replacement indicator (eri) and the patient was stable.